Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b3 and b5.

Event description:
The customer reported that the loss of image occurred during preparation for use. The procedure was not delayed. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus inspection of the subject device found the scope produces a distorted purple colored image. The inspection also noted the fiber bonding in the outer tube¿s distal end is damaged. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The endoeye high definition ii, autoclavable video telescope was returned to olympus for evaluation of a reported bad image. The reported problem was found at an unspecified event. Upon inspecting and testing, olympus identified the scope produces a purple-colored image defect which was found due to a defective charged coupled device unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image defect found during the olympus inspection.